Event description:
Heal-laa study with patient identifier (B)(4). It was reported that a device failure to seal occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Post index procedure the patient experienced recurring access site pain which required no intervention. In january 2024, during a routine follow-up examination, computed tomography (CT) identified the closure device was positioned proximal to the ostium with less than one-third of the device length proximal to the desired ostial plane. Additionally, a peri-device leak measuring 5mm was observed. The patient was instructed to discontinue apixaban and begin clopidogrel.